Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the user found that the syringe was short filled.

Event description:
It was reported that the user found that the syringe was short filled.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed insufficient water about 9.4 ml only inside syringe. How and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and the urethra may be damaged)" (B)(4).